Event description:
It was reported that the ventilator had a battery failure.the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 09/21/2018. (B)(4). Date of manufacturer: 03/26/2018. The field service engineer (fse) troubleshot the issue with the customer over the phone. The fse guided the customer to run test on the ventilator. The ventilator passed all test and operated within the manufacturing specifications. No actual part was returned for evaluation.